Event description:
It was reported a patient experienced peritonitis manifested by fever coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day and began treatment with fortaz (dose, frequency and route not reported) for 12 days. Treatment was then changed to ceftazidime, fluconazole, and cipro (dose, frequency and route not reported) and was ongoing at the time of this report. Five days after receipt of this report, the patient's pd catheter was pulled for an unknown reason. The next day, hemodialysis was started. On an unknown date, the patient recovered from fever. The patient was discharged from the hospital 13 days later and was recovering from peritonitis. The cause of the peritonitis was unknown. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a review of all batch record documents was conducted for potentially associated lot number 13g11h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).